Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Hospital employee health representative reported when the nurse was removing autoshield pen needle by twisting it off of the insulin pen, the spring broke and white cap came off. The needle was also exposed and nurse obtained a needle stick.